Manufacturer narrative:
Full address of the customer is (B)(6) hospital. The subject device was received and evaluated . Device evaluation and inspection found the customer reported issue of "leakage from scope connector side protector " not confirmed however, leakage between light guide (lg) protector and scope cover case (sc case) unit was observed. Additionally, inspection found the device forceps elevator has foreign material, the scope plastic cover has crack and corrosion inside lens were observed. Due to corrosion on electrical connector (el connector), it was noted the monitor shows a black screen with no image. The customer reported issue of no image was confirmed. Due to corrosion on el-connector, endoscope cable cannot be connected securely. Furthermore, the following findings during inspection were noted on the device: adhesive on a-rubber has scratch. Connecting tube is sticky. Universal cord has a scratch. Angulation is out of specification. Angulation play observed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported no image, leakage from scope connector side protector observed on the device. The issue found during customer routine inspection. There was no patient involvement on this reported event. No user injury reported. Device evaluation found device forceps elevator has foreign material, scope connector is dirty and crack observed on the plastic cover. This report is being submitted for foreign material found on forceps elevator, dirty scope connector (handling issue, reprocessing issue) and crack on plastic cover (defects of distal end c-cover cracked) found on device evaluation.

Event description:
This report is being submitted for foreign material found on forceps elevator, dirty scope connector, dirty light guide lens, and crack on plastic cover.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the reprocessing steps recommended in the instructions for use were not conducted completely due to leakage that occurred in the device. As a result, the foreign material remained at/around the forceps elevator and the scope connector became dirty. The root cause of this event was unable to be identified. Additionally, it¿s probable, the cracked plastic cover was due to physical stress to the distal end such as hitting and dropping. However, a final root cause of the cracked plastic cover and inside of the dirty light guide lens was unable to be identified. The following is included in the instructions for use: ¿IFU (reprocessing manual) states that insufficient cleaning and disinfection or sterilization of the device may pose an infection-control risk to the patient and/or operators performing the next procedure with the device. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.